Event description:
Respiratory therapist inserted new disposable inner cannula into patient's tracheostomy tube. The patient immediately experienced difficulty breathing, so the respiratory therapist attempted to suction the patient and was unable to insert the suction catheter. He removed the inner cannula and inserted a new one. Upon his inspection of the first inner cannular inserted, he noticed it was occluded with plastic. After the second inner cannula was inserted, the patient's respiratory status improved.